Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3 entered in error. The complaint is confirmed for one (1) of one (1) returned roi-a anchoring plate (pn ir2008t) for the reported failure of fracturing during operation and bending. The severity of this event is 3 (dt-1503-04im-02). This device is used for treatment. No medical records were provided with the complaint. Inspection: ir2008t the returned device was confirmed to match the part and lot number reported. Visual inspection found that the anchoring plate is damaged. One fin is bent and the other is broken. The complaint is confirmed. DHR review: ir2008t the DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Compatibility : reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Complaint history : ir2008t there was one (1) other complaint for similar events (fracture during operation) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. There were zero (0) other complaints for similar events (bent) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. Potential root cause : ir2008t as no further information is available regarding the surgery, a cause cannot be conclusively determined. However, it is possible that the anchoring plate damage occurred during plate and cage removal. Corrective/preventive action : no corrective or preventive actions are recommended at this time. Recall and product hold search : a product hold search in etq found no product holds related to this item number. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the cage split after the first impaction. The anchors and cage were removed and alternates were placed. The anchoring plate was found to be broken and bent once removed. There was a greater than 30 minute delay but no additional patient impacts reported. This is report one of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00022.

Event description:
It was reported that during the procedure the cage split after the first impaction. The anchors and cage were removed and alternates were placed. The anchoring plate was found to be broken and bent once removed. There was a greater than 30 minute delay but no additional patient impacts reported. This is report two of two.